Event description:
Philips received a complaint on the v60 ventilator indicating that there was an issue with the patient disconnect alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The device was being tested with output confirmation work, and the circuit was disconnected. The device alarmed for a patient disconnect as expected, but the device also produced the automatic reset notification at the same time, which was not expected as the customer had not reconnected the circuit back. The customer requested clarification on if this was due to an update, and they were notified that it was not. In a good faith effort (gfe) response from the operational planner, it was stated that the patient circuit had been disconnected between the proximal line tube and the transparent main flow filter. The part number for the circuit was stated to be unknown, but that the name of the device was a zero adjust digital manometer. An authorized service provider (asp) evaluated the device at a repair center. The asp found that, while the device did produce the alarm and notification alleged by the customer, that these notifications were expected and occurring as specified for a v60 ventilator. The patient disconnect alarm will occur when the patient circuit is disconnected, and then the automatic reset notification will be produced. The asp was not able to find an abnormality with the device, so no issue was confirmed. Following the evaluation of the device the asp completed an overall check, cleaning, run-in test, and functional test on the device.